Manufacturer narrative:
The reported event was reproduced during evaluation of the thermogard console (sn (B)(4)) and review of the event log revealed the occurrence of multiple mid14 (bg power supply) error messages, confirming the reported event. The console was received with physical damages that were unrelated to the reported event. Evaluation of the console found that the power supply was damaged causing the mid 14 error messages. The thermogard console is a reusable device and was manufactured on 27 dec 2011. It has exceeded its expected service life of five years. Upon customer approval, the power supply and the damaged components will be replaced, and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) was powered on and displayed a mid14 (bg power supply) error message. No known impact or patient consequence was reported.